Event description:
It was reported that the patient had the artificial urinary sphincter 4.0 cm cuff removed due to urinary retention. A new artificial urinary sphincter 5.0cm cuff was implanted. Additional information received indicated the patient was able to partially void. The physician indicated the cuff was too tight being the reason for the urinary retention. The patient outcome following the surgery was reported as unremarkable.

Manufacturer narrative:
Additional information: event.

Event description:
It was reported that the patient had the artificial urinary sphincter 4.0 cm cuff removed due to urinary retention. A new artificial urinary sphincter 5.0cm cuff was implanted.